Event description:
After an implantation period of about 68 months, it was reported that inappropriate shocks were seen through home monitoring. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The analysis of the available iegms confirmed the presence of noise which led to shock delivery as mentioned in the complaint description. Furthermore the provided x-rays were investigated. The images demonstrated the rv lead under complaint as well as an ra lead and an lv lead in the implanted state, no deviations were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.